Manufacturer narrative:
The information that provided in the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the customer was treated with the manual injections which were regular shots and intra venous bag with medication for seizure.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level at (B)(6) 2019. The customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer was treated with manual injections during hospitalization. Customer¿s current blood glucose level was 372 mg/dl. Customer did not alleging that the insulin pump was over delivering. The insulin pump will not be returned for analysis.